Event description:
A physician reports a pt had an intraocular lens implanted in 2004. The report states that since this surgery, the pt has experienced symptoms of itching and burning. The report indicates that the discomfort is enough to cause interference with usual activity. The physician feels the symptoms may be related to a reaction the pt is having to the lens material. Results of a lymphocyte transformation test (ltt) done in 2007 were positive for methylmethacrylates. Additional info, including the pt's status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested 04/03/07 and 04/10/07. Additional info was rec'd 04/03/07 and 04/13/07 and 04/16/07.